Event description:
On (B)(6) 2026, the user reported persistent pain at the sensor insertion site that began immediately following insertion. The user stated that the area was painful with even minimal contact, including light pressure from clothing or bedding, and reported prolonged bleeding for approximately one week after the procedure, with delayed healing. The pain remained unchanged over time, and the user was unable to tolerate wearing the smart transmitter due to discomfort. The user's healthcare provider was not aware of the issue at the time of reporting.

Manufacturer narrative:
The user decided to have their sensor removed due to persistent pain. The user was advised to follow up with the hcp for further medical guidance. Pain/redness at insertion/removal site is a known and anticipated potential adverse effect and does not require additional investigation. This MDR is submitted retrospectively following an internal review.